Event description:
A patient reported blood glucose results of 117mg/dl with a lifescan meter and 154 mg/dl on a laboratory device, performed witnin 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceedsa lifescan's criteria for accuracy, thereby indicating a potential malfunction in terms of accuracy.